Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6).

Event description:
It was reported that the buttons are switching by itself.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Product complaint # (B)(4). The device was received at service center and evaluated.the complaint was confirmed. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". "Micro": preventive replacement of o-rings performed. Acc. To service manual. Resistance value out of specs: handcontrol set replaced. Insulation resistance out of tolerance: motor cable replaced. Functional test performed. Hipot test completed. Electrical safety test acc. To iec 60601-1 completed. Functional test acc. To test procedure completed. Unit cleaned. Safety test checklist enclosed. As per the input check,the keypad is not responding properly.the values of keypad are out of range.also the insulation resistance is out of range.since the handcontrol set was replaced.button failure was the root cause for the reported failure.this serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = ¿this serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions.¿ UDI:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate